Event description:
It was reported by the rep that (2) hp052 devices were used in multiple cases with multiple surgeons over the last 2 weeks (no specific info available). The luke handpieces were both providing a flat tone. The luke handpieces were replaced with air cooled handpieces (hp050) and worked with no problems. Two new generators were purchased. The lukes were tried and still had a flat tone.